Event description:
It was reported that the patient recharged every three to four days and that the patient thought they should contact an individual [it was not clear who the patient was referring to as they only gave a first name]. When asked if this was a change, the patient replied ¿no.¿ the patient noted that they were ¿doing it weekly¿ but then ¿it¿ was ¿not working.¿ when the patient was asked if they had not recharged in a while the patient stated that they recharged every three to four days while they were sleeping. The patient noted that they were leaving on a trip and would like to see the same individual as previously mentioned beforehand. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).